Event description:
Patient reported, a left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later confirmed rupture via MRI and reported "lump" and capsular contracture, baker grade I. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a6, b3, b5, b6, d1, d2a, d2b, d4, d6a, g2, g4, h4, h6.